Manufacturer narrative:
(B)(4). Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The user interface module (uim) successfully powered up and is operating properly.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen stays dark on start up. The customer stated there was no patient involvement associated with this event.